Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of programmer shut down unexpectedly, there was no power from the power supply. It was further noted that one latch of the cable bay was cracked, the stylus was missing and the paper tray was damaged. The device was cleaned, the power supply, cable bay and stylus were replaced and the stylus calibrated. The device then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a procedure the programmer shut down unexpectedly and was not able to be turned on again. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported via follow-up that the event happened prior to an implant procedure and that the patient was not yet even in the room. Another programmer was readily available for use. It was further reported that the programmer was returned to service.